Manufacturer narrative:
(B)(4). Eval, method, result, conclusion: device disposed of therefore it will not be returned for analysis. (B)(4).

Event description:
During a demonstration doctors noticed the blade wasn't cutting or coaging efficiently.